Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The root cause of this event cannot be conclusively determined, as the device is not available for analysis. The stenosis observed in this case was most likely due to progression of the patient¿s underlying valvular disease pathology with or without svd and/or nsvd. The device history record (DHR) was not reviewed, as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a pericardial aortic valve, implanted approximately seven (7) years and six (6) months, was treated via valve-in-valve intervention due to severe aortic stenosis. The patient had a pre-operative mean gradient of 41.8 mmhg and a peak gradient of 67.2 mmhg, with a max velocity of 409 cm per second. The patient was also noted to have a pseudoaneurysm of the ascending aorta from her previous avr. An edwards transcatheter valve was implanted successfully. There was no perivalvular leak or central regurgitation noted on tee post-implant. The patient remained stable and tolerated the entire procedure well.